Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray analysis did not reveal any anomalies with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures; however, due to the explant damage on the lead, the lead failed the test for internal shorts. Based on the analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, intermittent loss of capture and low pacing impedance was noted on the right ventricular (rv) lead. The lead was reprogrammed to unipolar mode. However, after reprogramming myopotentials causing noise and intermittent pacing inhibition were noted. The rv lead and device were explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-06184.